Manufacturer narrative:
(B)(4)

Event description:
Event reported in USA by the costumer: "broken prong on charger cord when it was pulled from the wall. Need new cord sent to address above asap. No patient involvement. Infusion was finished. Prongs had to be pulled from wall." Additional information received on january 23, 2015: no patient was involved or harmed as a result of this complaint. Member of the staff disconnected the power supply when the breakage occurred. The cord is short and there was sideways pressure on it to reach the plug when it was pulled out the prongs broke off. Ref imp # 3008785455-2015-10008.